Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had under delivered insulin even after bolus. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Current blood glucose was found to be 237 mg/dl. The customer did allege under delivery of insulin. The insulin pump will not be returned for analysis.